Manufacturer narrative:
H6 - health effect clinical code: 4581 - near vision issues, moderate light sensitivity, ghosting. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced near vision issues, moderate light sensitivity and ghosting issues depending on lighting - 8 months post op. Lens remains implanted.